Manufacturer narrative:
Investigation conclusion: the customer reported that there were 5 point of care unit (pcu) front case assembly with keypads being replaced. Testing performed on the returned keypads found 1 keypad testing good with no faults identified, 2 keypads failing to power on with no other keys nonfunctioning, and 2 keypads with various keys not functioning as intended. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: external inspection was performed on the (qty 5 printec p/n tc10008389) keypads. The keypads were observed to be in good condition with no irregularities observed. During internal inspection, all 5 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Cracks under magnification were also found on the traces of the circuit layer on 3 out of 5 keypads. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only keypads were provided for the investigation.

Event description:
It was reported that there were 5 point of care unit (pcu) front case assembly with keypads being replaced. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were 5 point of care unit (pcu) front case assembly with keypads being replaced. There was no patient involvement.